Manufacturer narrative:
H3, h6: siemens healthineers (siemens) completed the investigation of the reported problem. Siemens was informed that the patient was wearing earplugs for the entirely of the groin examination. The earplugs provided to the patient had a noise attenuation of 28 db. The magnetom aera - system owner manual syngo, mr xa30 states the following: "provide the patient with appropriate hearing protection that lowers noise to at least 99 db(a)." The technical data furthermore states that for this xq gradient hearing protection with an snr = 22 db or more is required. This means that the ear plugs used were appropriate for this system. The needed hearing protection is determined using mgan (maximum gradient acoustic noise). This means that the loudest technical sequence is measured which is always louder than used clinical sequences. The sequences used during the patient's examination (such as tse and haste), are not necessarily among the loudest sequences. The localizer, which only ran briefly, was probably the loudest. There appear to be no issues with this system, such as any hardware changes. Siemens has not been informed about any further issues regarding the noise level of the system. Therefore, we conclude that the system is acoustically normal and the root cause for the patient's tinnitus could not be determined. H11 corrected data: b5: description of event sentence ¿the patient was provided with both earplug hearing protection¿ was corrected to ¿the patient was provided with earplugs for hearing protection¿.

Event description:
***Correction of second sentence*** siemens healthineers was notified of a potential patient injury involving the magnetom aera system. The patient was provided with earplug hearing protection during an examination for the full duration of the exam. During the following scan, the patient claimed that they had developed a tinnitus in both ears that was ongoing and not subsiding

Manufacturer narrative:
H3, h6: the investigation is ongoing. The root cause has not been identified. A supplemental report will be submitted upon receipt of additional reportable information and/or investigation completion.

Event description:
Siemens healthineers was notified of a potential patient injury involving the magnetom aera system. The patient was provided with both earplug hearing protection during an examination for the full duration of the exam. During the following scan, the patient claimed that they had developed a tinnitus in both ears that was ongoing and not subsiding.